Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty connecting the ventricular electrode to the input of the implantable pulse generator (ipg). The ipg was explanted and replaced. The right ventricular (rv) lead could not be connected to the ipg at implant. This rv lead remains in use. No patient complications have been reported as a result of this event.